Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during drain 6 of 6. The caregiver (cg) stated they were calling to find out what the alarm is. The tsr explained the alarm to the cg. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance was contacted by the home patient (hp) on (B)(6) 2011 regarding the alarm. The hp stated that the issue was resolved. The hp stated they were not able to identify the cause to the alarm. The hp stated they were connected the entire time and when the alarm occurred they attempted to power cycle the machine. The hp stated the machine continued to alarm after they power cycled it. The hp stated they did not notice defects on the supplies and checked to make sure all the connections were secure. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a report of system error 2240 was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.